Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the plating of a mid-shaft stress fracture, the head of the screw broke off as the screw was being tightened. When the surgeon tried to remove the screw shaft, it broke as well. The screw was well in the bone when this happened. All broken pieces were removed using a screw removal set and another screw from the set was used to complete the procedure. Procedure was completed successfully. Patient outcome is unknown. Surgical time delay is greater than 14 minutes, but less than 30 minutes.(B)(4).

Manufacturer narrative:
Product evaluation: one 3.5mm cortex screw, self-tapping, 34mm, part number 204.834, was received with the complaint category of ¿broken: intraoperatively.¿ this screw is part of the small fragment implant set intended for use in various plating procedures. This information is provided per the small fragment locking compression plate (lcp) system technique guide. The lot number is unknown for the returned screw and therefore the manufacture date is also unknown. The screw was received in three separate pieces. The head is broken from the threaded portion of the screw and the threaded portion is broken into two pieces. The threaded piece that appears to have been the distal portion of the screw is approximately 14.5mm long and approximately 65% of the material is missing along the side of the screw. The second threaded piece is approximately 12.8mm long and approximately 25% of the material is missing along the side of the screw, with the concentration of missing material located distally. The remaining threads show significant flattening and the hex drive shows wear. Thus, the complaint condition is confirmed but cannot be replicated since the screw is already severely damaged and broken. A review of the current design drawing was performed. No drawing issues were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. The returned condition is consistent with excessive insertion force and the result from forceful impact with another instrument, possibly during removal. The impact could cause the missing portion of the screw and would significantly weaken the strength of the screw. However, without additional information regarding the user technique, the conditions at the time of the break and the damage from removal, the root cause cannot be definitively determined. In conclusion, the complaint condition is confirmed and was determined to not be the result of a design deficiency. Although the exact cause of this complaint condition cannot be determined, it is likely that excessive insertion force and forceful impact with another instrument, possibly during removal, resulted in the complaint condition. (B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the plating of a mid-shaft stress fracture, the head of the screw broke off as the screw was being tightened. When the surgeon tried to remove the screw shaft, it broke as well. The screw was well in the bone when this happened. All broken pieces were removed using a screw removal set and another screw from the set was used to complete the procedure. Procedure was completed successfully. Patient outcome is unknown. Surgical time delay is unknown. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Patient initials (B)(6). (B)(4). Device was not implanted or explanted. Product has been returned and decontaminated, but the evaluation has not yet begun. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.